Event description:
The following has been reported: north andover reported: set ID failure. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for a set ID failure. During testing, the pump was not able to recognize any set. The pump was reverted to manufacturing mode and failed set ID functional testing.